Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the issue was presumed to be that the defect was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the adhesive on the bending rubber at the bronchofibervideoscope was detached. No patients were involved.